Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analysis noted that the lead was returned stretched, with the outer and the inner insulation breached, and the proximal conductor stretched. No insulation breach or conductor fracture in vivo was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the chest x-ray showed the right atrial (ra) lead was dislodged in the lower atrium. Computed tomography (CT) were consistent with perforation. Echocardiogram showed a medium to large right pleural effusion, with the largest around right atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.